Event description:
It was reported that during a primary surgery when they were back slapping the instrument off of the femur, one of the pegs broke off the instrument and remained in the hole in the femur. Vice grips were used to remove the peg within 2 minutes. The surgery was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pin disassociation involving a specialty triathlon cutting block was reported. The event was confirmed. Method and results: device evaluation and results: the device was determined to be out-of-specification. Material analysis observed a different weld type applied to the device at the site of the failure compared to the device's design drawing to which it was manufactured. Medical records received and evaluation: not performed as no medical intervention and no adverse consequences were reported. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the returned device was not manufactured to specification. The right pin hole diameter is out-of-specification as it was measured to be undersized per the part print. Additionally, the weld applied to the pin-to-cutting block body interface was observed to be non-conforming to the part print as an autogeneous laser weld was applied instead of the called out gtaw fillet weld. The disassociated pin was observed to be modified during manufacturing to create localized inference between the components, which is not indicated to be performed according to the design. These non-conformances have been determined to be as a result of the supplier of the device. Nc pr was initiated to investigate the supplier-related nonconformances observed in this complaint investigation of the pin hole dimensional and weld discrepancies.

Event description:
It was reported that during a primary surgery when they were back slapping the instrument off of the femur, one of the pegs broke off the instrument and remained in the hole in the femur. Vice grips were used to remove the peg within 2 minutes. The surgery was completed successfully.